Manufacturer narrative:
(B)(4). The customer reported the device keeps getting a charge shock failure. There was no reported pt involvement. The device was evaluated by a philips repair technician and confirmed. The problem was trace to a faulty therapy pca as shock errors were found in the status log. The therapy pca was replaced to resolve the problem. All performance assurance tests passed. The device was sent back to the customer for use. This was a malfunction of the therapy pca that caused the device to have charge shock failures.

Event description:
The customer reported the device keeps getting a charge shock failure. There was no reported pt involvement.